Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up, the rv lead was found to be dislodged due to the helix not being fully extended. The lead was replaced with a new one, and the procedure was completed without any adverse patient effects. The lead will not be returned for analysis, as it was thrown out at the health care facility.